Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 410mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The time and date on the device were correct. Reviewed the alarm history and found no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. The customer requested a replacement of the insulin pump. No further information was received.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with a cracked case on the liquid crystal display window and a cracked reservoir tube lip. After testing, it was concluded that the device operated within specifications.